Event description:
It was reported that a screw did not lock to plate. When it was removed, the head broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure mode. The received screw exhibited severe deformation underneath the head. Significant material removal in the form of a wire happened. The metal wire was also returned for evaluation. The nature of material deformation indicates towards application of high torque non-axially leading to shearing of material. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the issue is most likely caused due to an improper insertion of the screw intraoperatively. Nevertheless, an nc has already been opened to address this issue and similar complaints which occurred in the past. If any further substantial information is provided, the investigation report will be updated.

Event description:
It was reported that a screw did not lock to plate. When it was removed, the head broke off.